Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report numbers: 1627487-2013-15235, 15236, and 15237. It was reported the patient's scs system was explanted due to infection. The incisions were slightly reddened and the patient had areas of skin breakdown due to use of heating pads prior to having her scs system implanted. The patient had an elevated leukocyte count and was to begin oral antibiotic treatment. The patient later complained of severe headache, chills and nausea and was admitted to the emergency room. An MRI was also ordered, however the results are unknown at this time.